Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, while attempting to clear the malfunction alarm, the pump indicated a data log corruption. The customer's blood glucose level was 122-145 (mg/dl) at the time of the reported events. Reportedly the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available.